Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified right common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and another 18-6/5.8/75 xxl esophageal balloon catheter was used; but again, on initial inflation at 2 atmospheres for 2 minutes, the balloon also ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was doing well.